Event description:
New information received notes that the patient received inappropriate shock from their right ventricular lead due to noise over-sensing. No intervention was planned or performed. The patient was discharged with a life vest.

Manufacturer narrative:
Correction -g4- should have been 5 oct 2020 instead of (B)(6) 2020 for first additional MDR report.

Event description:
New information received notes that programming changes were made to deactivate tachycardia therapy while the patient has a life vest. The patient was stable post-procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead was exhibiting noise. No intervention was performed. There were no patient consequences.